Manufacturer narrative:
The device was received for evaluation fully deployed. During the investigation, no damage or deficiencies were observed that would contribute to the reported unsure proper insertion of the cannula. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path found fluid was able to freely flow the complete fluid path and no evidence of the reported leak was observed. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g991usqshhyi1. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 600 mg/dl between 4 and 24 hours of wearing the pod. The patient¿s mother reported the cannula was not correctly inserted in their arm and upon removal of the pod, the adhesive seemed wet and the cannula appeared bent. As treatment a new pod was applied.